Event description:
Ous MDR - it was reported that approx. 23 months after the implantation oversensing leading to artefacts was noted on this lead. A kink of the lead body was observed during the explantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, 17 cm distal to the df4 connector pin the inner coil was found kinked, consistent with the observation reported in the complaint text. Thus a stylet intended to be used with this lead, could not be introduced during the mechanical analysis. The fixation mechanism was hence not tested. The root cause for this finding could not be determined. However the insulation was intact in this region and no conductor fractures were noted. Furthermore the insulation was found rubbed through in the distal area near the shock coil which can be considered to be the root cause of the oversensing reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.